Manufacturer narrative:
Imrdf code a15 captures the reportable event of clip failure to release from catheter imrdf code a150208 captures the reportable event of clip entrapment of device or device component block d4: d4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026 for the treatment of bleeding. During the procedure, the clip failed to release from the catheter. The physician pulled the wire, and this caused the clip to pull back from the tissue into the scope. The clip deployed in the scope and was stuck; therefore, the scope was sent for reparation. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. There was no injury to patient tissues or treatment required when the clip was pulled off tissue. The patient's condition at the conclusion of the procedure was reported to be fully recovered.